Event description:
It was reported that a patient underwent an initial total knee arthroplasty on an unknown date. On an unknown timeframe post-implantation, a mechanical disengagement between the femoral component and the stem was observed. Subsequently, the patient underwent revision surgery due to loosening, metallosis, and synovitis. The femoral component and stem were exchanged without reported complication. It was reported that all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: a1; b1; b2; b4; b5; b7; d6b; d9; h2; h6; h10; h11. D10: additional medical product: size 5 precoat cemented tibial component: catalog#00588000500, lot#60526281; 12mm diameter 100mm length straight stem extension combined length 145mm: catalog#00598801012, lot#60592136; unknown nexgen articular surface: catalog#ni, lot#ni. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: revision surgical notes: the patient complains of persistent pain as well as swelling above the patella. Loosening of the femoral component with synovitis and pronounced metallosis. The joint has a clear hypertrophic synovitis in the sense of pronounced metallosis. The synovially altered tissue is subtly resected and is examined partly for microbiology and partly for histological examination. There are clear relative movements of the femoral component to the bone as an expression of the loosening in this area. The inlay is first cut through and removed. With increasing flexion of the knee joint, the femoral component suddenly detaches spontaneously from the peduncle. This makes it possible to decouple the prosthesis without any problems. The tibial component is properly implanted, not loosened and therefore does not need to be changed. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Reported event was confirmed by review of provided medical records. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: medical product: unknown nexgen femoral stem: catalog#ni, lot#ni g2: foreign: germany h6: proposed component code: mechanical (g04) - femur diligence is in process to determine whether the product is available for evaluation. The investigation is in progress. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that the rotating hinge femoral component was lacking in connection to the femoral stem. Information detailing patient impact or subsequent intervention has not been provided. Due diligence is in progress for this event; to date no additional information has been provided.